Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that no delivery alarm. Customer was inquiring whether a no delivery alarm indicated if they received an insulin bolus. Troubleshooting/education was completed customer's blood glucose is unknown. No further information provided. The pump will not be returned for analysis.